Manufacturer narrative:
The implant has not been returned for evaluation, therefore a visual inspection has not been possible. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
It was reported by the surgeon that the device was curved incorrectly and so was not suitable for implantation. An alternative device was available, which was implanted.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. Common device name corrected from "proximal femur implant" to "limb salvage system".

Event description:
It was reported by the surgeon that the device was curved incorrectly and so was not suitable for implantation. An alternative device was available, which was implanted. This is a supplemental report to 3004105610-2014-00187 (B)(4).

Manufacturer narrative:
The issue affected a one off custom component and correction was carried out by the surgeon in the operating theatre by using an alternative component. No further action is required at this time as the event did not involve a product problem indicating an adverse trend or unanticipated hazard. Product surveillance will continue to monitor for trends. Corrected data: the device or a similar device is not commercially available in the us therefore the event is not MDR reportable. Concomitant medical product: mets modular proximal femur implant corrected to proximal femur - custom femoral stem. Common device name corrected from "proximal femur implant" to "limb salvage system".

Event description:
It was reported by the surgeon that the device was curved incorrectly and so was not suitable for implantation. An alternative device was available, which was implanted. This is a supplemental report to 3004105610-2014-00187 (B)(4).